Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure vasoview 7 xb bisector, there was a problem maintaining insufflation port with btt. Unclear as to what the issue was.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure vasoview 7 xb bisector, there was a problem maintaining insufflation port with btt. Balloon did not stay inflated. Replacement kit used from shelf inventory. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # (B)(4). The lot # 25161668 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory for evaluation on 03/02/2022. An investigation was conducted on 03/09/2022. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the btt. A mechanical evaluation was conducted. Air was inserted into the silicon balloon and the balloon would not inflate. Bubbles were seen rapidly releasing from the puncture during a bubble emission test in plain water. A small puncture was observed on the silicone balloon on the inseam of the btt. Based on the returned condition of the device, the reported failure "inflation problem" was confirmed. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device serial/lot conforms to all applicable product specifications.